Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported, during a hip cannulated screw fixation procedure on (B)(6) 2013; the quick coupling for k-wire was not grasping the wires. The procedure was delayed approximately three minutes while another device was retrieved. It was also reported, since the facility did not have a spare quick coupling device, the procedure was completed using a competitors device. No further information was provided. This report is for a quick coupling for k-wires. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to: does not meet the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. The MDR report ability status updated to: does not meet the definition of a reportable event. Synthes is retracting medwatch report: #8030965-2013-02420.